Event description:
During testing by a laerdal technician while servicing this unit for a unrelated problem, the unit failed to complete a charge. It timed out and returned to analyze mode with no immediate warnings to the user. No pt was involved.